Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer replaced the standard a (std a) bag right before the sample in question was run. The customer adjusted the pump rate, recalibrated the integrated multi-sensor technology (imt), and ran a diluent check. Quality controls were within range on the day of event. A siemens headquarter support center (hsc) specialist reviewed the instrument data files and found no instrument issues. Hsc has suggested maintaining std a bags at room temperature and shaking them before installing them on the instrument. Hsc has also suggested ensuring the bags are rolled as fluid is used to ensure the correct amount of std a is being consistently delivered, and to prime the salt bridge line after changing the std bags in order to remove air from the tubing. The cause of the discordant, falsely low sodium results obtained on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension exl instrument, resulting higher and matching the patient history. The customer then repeated the sample on the original instrument after troubleshooting, resulting as expected and matching the alternate dimension exl instrument result. The alternate dimension exl instrument result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results obtained on one patient sample.